Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm in the morning, the customer's blood glucose (bg) level was 400 mg/dl and a bolus of insulin was delivered to address the bg level. The customer thought that the occlusion alarm had not impacted the bg level and the high bg was due to a prior over-correction. The customer also reported that the wall charger was not charging the pump. The customer indicated that insulin injections were available if needed to manage diabetes.